Event description:
The technician alleged the side rail would not latch due to stuck latch mechanism. No patient impact.

Manufacturer narrative:
The technician freed up and lubricated the side rail latch mechanism and this resolved the issue.